Event description:
A tandem mobi cartridge alarm was reported, which caused the customer's blood glucose level to rise to 590 mg/dl. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed cartridge alarm 34 and provided instructions to remove the cartridge and deliver a 9-unit bolus. After successful completion, the customer reloaded the original cartridge and resumed insulin therapy, resolving the issue.